Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Blood glucose (bg) 529 mg/dl. Pump supplies were changed and a bolus was delivered to address bg. As occlusion alarm occurred in the past, tandem technical support was unable to determine a possible cause of event.